Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. Additionally, the customer experienced low blood glucose (bg) level 52 mg/dl, cause was unknown. The customer consumed carbohydrates to address low bg level.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally the alleged low blood glucose issue could not be verified.